Event description:
It was reported that during a da vinci hysterectomy procedure, the patient side manipulator (psm) arm was registering instruments as expired, yet there were lives remaining. Isi field service engineer visited the site and repaired the system by replacing the arm. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. The axis-2 brake was replaced and the arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the two patient side manipulator arms failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.